Event description:
Severe resistance was encountered at cavernous segment while the delivery system was advanced to the wide neck aneurysm in the left internal carotid artery (ica). The stent deployed prematurely prior it reached the target lesion. The location of the stent is unknown. The procedure was completed. There were no reported clinical consequences to the patient who was reportedly in a good condition. No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the microdelivery catheter distal shaft was slightly compressed at 8.5cm from its distal end. The stabilizer was slightly kinked at 20.0cm from its proximal end. There was a lot of blood up to the hub in the stabilizer. The most probable cause of the stent premature deployment was the reported advancement of the stabilizer catheter independent of the microdelivery catheter in order to overcome the resistance encountered. The highly tortuous anatomy reported could be possible cause of high friction experienced during advancement of the stent. The high friction may have led the physician to apply excessive force to overcome the resistance in an effort to deploy the stent caused the premature stent deployment. As this is considered an anatomical factor, a root cause of operational context has been assigned to the reported event.

Event description:
Severe resistance was encountered at cavernous segment while the delivery system was advanced to the wide neck aneurysm in the left internal carotid artery (ica). The stabilizer was advanced independently of the catheter during an advancement of the system in order to overcome the resistance. The stent deployed prematurely prior it reached the target lesion. An attempt was made to remove prematurely released stent using a retrieval device. However, the stent did not move and was left in the petrous segment of the left ica. The procedure was completed. There were no reported clinical consequences to the patient who was reportedly in a good condition.